Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as about 10 ml of fluid from the wbc (white blood cell) bath of the instrument. The leak was not contained within the instrument. The instrument was generating an error condition associated with the hemoglobin parameter when the leak was noticed. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter customer support center worked with the customer to address the issue. The customer replaced the waste pump tubing and the filter. The customer verified the instrument was running without any leaks or errors. (B)(4).